Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contact office correction: (B)(4).

Event description:
The customer reported per cfs mercury he noticed getting incorrect anesthesia numbers on the g5 and inaccurate gas readings on the mx700. This resulted in extremely high levels of c02 for the patient. The patient took over 4 hours to awake from the procedure, and they are not aware of any medical issues as a result of the "incident" once the patient woke up.

Manufacturer narrative:
The philips field service engineer worked with the customer/ biomed and found that the customer is not replacing the water traps every two weeks and may be replacing only when an occlusion inop is generated. Device labeling (instructions for use) instructs users to replace the water trap every two weeks, or when it is full. The water trap is a consumable supply item that requires periodic replacement. This issue is not a device malfunction. No further investigation or action is warranted.

Event description:
The customer reported per (B)(6) he noticed getting incorrect anesthesia numbers on the g5 and inaccurate gas readings on the mx700. This resulted in extremely high levels of co2 for the patient. The patient took over 4 hours to awake from the procedure, and they are not aware of any medical issues as a result of the "incident" once the patient woke up. Patient's health constitution was fine. This was therefore not a serious injury.